Manufacturer narrative:
H3, h6: the device, used in treatment, was not received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The device within the received packaging was not a fast fix 360. An analysis of the enclosed images was performed. Image one shows labeling for the device. Image two shows a fast fix device in clear packaging. Part of the suture is visible. Image three appears to be the same as image one. Image four appears to be the same as image two. The complaint was not confirmed and the root cause could not be determined as the device received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair using the fast-fix 360, t1 and t2 deployed at the same time. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.

Event description:
It was reported that, during a meniscus repair using the fast-fix 360, t1 and t2 deployed at the same time. Both t's were retrieved from the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals the anchors are detached from the needle. The image also confirms the batch number and batch number. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.